Manufacturer narrative:
More info and the faulty part have been requested for investigation. A supplemental medwatch will be submitted when the investigation has been finalized.

Event description:
It was reported that the unit was found with a broken user interface holder. No info have been received of how it broke, or if a pt was connected when it broke. No pt harm has been reported. (B)(4).

Manufacturer narrative:
The investigation of the reported complaint has been finalized. It was reported that the user interface holder was found broken, no information of how it broke has been received. The reported breakage was confirmed by the evaluation of the returned goods. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully tested for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to use under which conditions the reported panel holder broke.

Event description:
(B)(4).